Manufacturer narrative:
The product involved was an opta pro balloon of unk size, catalog. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The pt was enrolled and traveled in the study in 2007 with two smart nitinol stents in the right proximal, mid, and distal superficial femoral artery (sfa). The lesion was pre-dilated with a cordis opta pro balloon (4 x 100mm and 5 x 100mm) and post dilatation completed with a cordis opta pro balloon (5 x 100mm) both at a maximum pressure of 10 atm. A dissection occurred after dilatation at the lesion site and was treated with a smart stent (6 x 120mm).